Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with dyspnea. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during a ventricular arrhythmia episode. The lead remains in use. No patient complications have been reported asa result of this event.